Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was implanted, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed 05/02/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via cst that during a meniscal repair procedure the first truespan peek 12 degree implanted the first implant without an issue, but the second implant pulled out of the meniscus upon deployment. The implant was removed from the patient and the next device was opened. The second truespan peek 12 degree deployed both implants correctly into the meniscus, but upon sliding the cord cutter/knot pusher down the tensioning suture, the suture snapped after having tensioned one of the loops of the implants. The implant was left in the meniscus and another device was opened. The case was completed with more truespan with a five minute delay to open the other devices.